Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed a problem with her meter on (B)(6) 2014 at approximately 5:30pm. She reported, on dates and times unknown, that she obtained alleged inaccurate high blood glucose results of ¿467, 487, 481 and 390 mg/dl¿ with the subject meter. The patient reported managing her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of receiving the alleged high readings on her meter and she reported that on february 18, 2014, between 7-7:30 am, she administered ¿metformin 1000mg¿ and about 11:00pm on that date ¿glyderide 2.5mg¿, as usual. About 20-30 minutes after the issue with the meter started, the patient reported experiencing symptoms of ¿disorientated, weak¿. At 5:45pm on (B)(6) 2014, she alleged administering insulin ¿lancer 18 units¿ as treatment. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the cca noted that the patient had been storing her test strips correctly and the meter was set to the correct unit of measure. However, the patient did not have control solution with which to test the meter, and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being ruled out as an adverse event because the patient¿s reported symptoms do not meet lfs¿ serious injury criteria. Additionally, the patient¿s treatment correlated with the elevated readings she obtained on the lfs device. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.